Event description:
Consumer was sitting on the rollator when the weld allegedly broke. Replacement order (B)(4). No injury alleged.

Manufacturer narrative:
Consumer has been using this device for 2 1/2 years. The rollator has been replaced under warranty order (B)(4).